Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7106037. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief and the lead had migrated. The patient underwent a lead explant procedure. No further information has been obtained.